Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted on 04-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 03-may-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: the batch 6013136 in question was manufactured at the reynosa site. A complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. Device history record (DHR) review: the lot 6013136 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 03/may/2025, with a total of (B)(4) units. The sub-assembly, welding: the lot 5d03590 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 01/may/2025, with a total of (B)(4) units. The lot 5d01338 was manufactured according to the wi version 34 welding in the machine ls07 & ls06 on 01/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector: the lot 5d03569 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 01/may/2025, with a total of (B)(4) units. The lot 5d03697 was manufactured according to the wi version 39 in the gluing of connector in the line 07, on 27/apr/2025, with a total of (B)(4) units. The lot 5d03570 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 02/may/2025, with a total of (B)(4) units. The lot 5c04811 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 24/mar/2025, with a total of (B)(4) units. The lot 5d04822 was manufactured according to the wi version 67 in the gluing of tube in the line sp08, on 10/may/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Review of the DHR showed that during the outgoing test #8 an extended was found for needle guard missing in one sample and one more extended was found for bent needle in another sample and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high, and the patient was treated with correction bolus via pump. The patient changed supplies as necessary and resumed insulin therapy. No further information available.